Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak inside the cassette door area of their cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but to date, has not been provided.

Event description:
Additional information was received from the pdrn at the clinic: the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is expected to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indication of particulates. A 2-hour 15-minute 8500 ml simulated treatment was performed and completed without any failures or problems. A power fail recovery was successfully performed during fill 1. During fill 1 the patient line was clamped and a soft alarm - patient line is blocked occurred as intended. The cycler underwent and passed a valve actuation test, system air leak test, and voltage check. Upon opening the cassette door there were visual indications of dried fluid underneath the pump assembly. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.